Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.3, lab: 5.6. Patient had blood in urine and went to the hospital right after meter test.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio 2.3, reference 5.6, mean 3.95, confidence limits 2.3-5.7. Analysis of the customer's data revealed that inratio and reference test result comparison meet accuracy criteria. Patient's condition of diabetes could have affected inr testing. As stated in product insert and user guide, hemosense products are designed for hematocrit ranges between 30-55%. No product is expected to be returned. No further investigation required. As of 08/18/2010, six discrepant result complaints were reported for lot #232889 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.